Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level in the 300s (mg/dl) and ketones. Customer changed supplies and administered a correction bolus to stabilize bg levels. Recommendation was made to discuss diabetes management with health care provider.